Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -10.50/+3.0/092 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6) 2023. The lens was repositioned on 27-oct-2023 but the problem was not resolved. The lens was explanted on (B)(6) 2023 due to lens rotation not associated to a low vault. The lens was replaced with another same model/length but different power lens but the problem was not resolved. See MFR. Report # 2023826-2024-02173 for replacement lens.

Manufacturer narrative:
H3: device evaluation: the lens was returned dry, in a microcentrifuge vial, with residue/debris on product. Visual inspection found no visible damage to the lens. Dimensional verification was performed and the lens was found to be in specification. Claim # (B)(4).